Manufacturer narrative:
Device history review found the product met specs when released for distribution. Conclusion: the exact cause of event cannot be determined at this time as the product has not been returned for analysis. Analysis: to date, this product has not been returned to medtronic for analysis. Return of the product, however, is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specs when released for distribution. Conclusion: no definitive conclusions can be drawn at this time, as the product has not been returned for analysis. Upon receipt of this product, analysis will be conducted, and the investigation will be completed. Upon completion of the investigation, a supplemental report containing the results of the investigation will be submitted to FDA.

Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted due to high gradients. The procedure was performed without reported pt complication.